Event description:
It was reported the patient had a fall and their device was not working.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va081xx, implanted: (B)(6) 2013, product type lead. (B)(4).